Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level ranging from 300 mg/dl to 500 mg/dl with diabetic ketoacidosis (dka). Reportedly, the suspected cause of the bg level was due to a kinked cannula. The customer was treated with intravenous fluid and medication to address bg level/dka. The supplies were changed and insulin delivery was resumed. Reportedly, the healthcare provider considered the ketone level to be dangerous/life threatening. Tandem's technical support (cts) was unable to obtain the infusion set information. Multiple attempts were made by cts to obtain additional information; however, no additional information was provided.